Event description:
Philips received a complaint by the customer on the v60 indicating that the lower half of the touchscreen was not functioning. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the lower half of the touchscreen was not functioning. Calibration of the touchscreen was unsuccessful.. A replacement touchscreen was ordered. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.